Manufacturer narrative:
Narrative field: new updated and corrected information is referenced within the update statements. Please refer to statement dated (B)(6). No further follow-up is planned. Evaluation summary. A pharmacist and a female patient reported the patient's humapen ergo ii device had an unspecified pen breakage and she was not able to receive her medication. The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: 4114065. This spontaneous case, reported by a pharmacist and consumer who contacted the company to report adverse events and a product complaint (pc), with additional information from an additional consumer and the initial reporting consumer via a patient support program (psp), concerned a (B)(6) (at the time of initial report) female patient of unspecified origin. Medical history included hypertension, heart disease and heart attack. Concomitant medications were not provided. The patient received insulin lispro (rdna origin) (humalog 100 u/ml) unknown formulation, via a reusable humapen ergo ii (two-tone blue). She was also taking insulin glargine (lantus). Dosage regimen, indication for use and start date were not provided for both treatments. Sometime, while on insulin lispro treatment, she experienced high blood glucose level, it was measured between 290 and 400 mg/dl or sometimes, this increased to the 350 or 370 mg/dl (no reference ranges were provided). Later, while being on insulin lispro and insulin glargine treatment, she felt fatigued and she fainted. The events of fainted and high blood glucose were considered serious due to their medical significance. She also suffered from weakness, dizziness. Since (B)(6) 2017, she was not able to receive her medication due to unspecified pen breakage; further described the pen did not work (product complaint 4114065/lot number unknown). Information regarding any corrective treatments and outcome of events were not provided. As of (B)(6) 2017, she could not use insulin lispro treatment and insulin glargine treatment was continued. The operator of the humapen ergo ii and her/his training status was not provided. The humapen ergo ii model duration of use and the duration of use of the suspect humapen ergo ii were not reported. The suspect humapen ergo ii associated with product complaint 4114065 was not returned to the manufacturer. The reporting pharmacists and consumer did not provide any relatedness assessment between the events to insulin lispro, insulin glargine treatments or the humapen ergo ii. The second reporting consumer related the event of syncope to the high blood glucose level, for the remaining events the reporting consumer did not provide any relatedness statement. Update 21-aug-2017: additional information received on 16 and 18-aug-2017 was processed together. Medical history, lab data of blood glucose (350 and 370 mg/dl) and humapen ergo was added. Upon review it was coded drug dose omission event. Narrative and fields were updated accordingly. Update 11-sep-2017: additional information received on 5-sep-2017 from rcp regarding pc number 4114065. The narrative was updated with new information. No new medically significant information was received and no further changes were done to the case. Edit 21-sep-2017: upon review it was deleted references to humapen savvio in device paragraph. No other changes were performed. Update 26sep2017: additional information received on 25sep2017 and 26sep2017 from the global product complaint database, which was processed together. Recoded suspect humapen ego (unknown pen body type) to a humapen ergo ii. Reiterated the unknown lot number for product complaint 4114065 relating to the humapen ergo ii. Entered device specific safety summary (dsss). Updated the medwatch fields with device information and the european and canadian (EU/ca) device information and device return status to not returned to manufacturer for the product complaint 4114065 associated with the humapen ergo ii. Corresponding fields and narrative updated accordingly. Edit 09oct2017: upon internal review of information received on 16aug2017 and 17aug2017. The addition the suspect device should have been medically significant for device. Case edited so the appropriate reports will generate. No new information was added.